Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the pt stated they are frustrated trying to work with their interstim, they noticed an increase in frequent urination, they were going a lot, always felt like they had to pee so used their control equipment to try and fix it. Patient had a culture, uti and just finished the medicine. Pt said they were calling today because they feel vibrating in their vagina. Troubleshooting reviewed the option to reduce their amplitude or turn stim off until they can follow-up with their doctor. Pt was successful to use their control equipment during the call and change their program, pt confirmed comfortable stim on a new program. Troubleshooting reviewed some general interstim information and redirected the pt to their doctor. Pt said their doctor has moved to another practice, reviewed phone number information with the patient. Pt said they would call. The pt's relevant medical history included pt said their interstim is starting to poke out and this started probably a couple weeks ago. (Event date year valid (B)(6) 2022) pt said they fell twice and has had a recent cat scan. Pt said their weight fluctuates between 140 and 150 but they are only 4 foot 10 inches tall.